Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported the device was explanted due to infection. The event was resolved and no further complications were reported/anticipated.